Event description:
Patient called in on (B)(6) 2012. Patients lead was implanted on (B)(6) 2011, remains implanted. Patient states: has a st jude leads and read an article about having problems with the leads and wanted to know more information. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).